Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) experienced a charge circuit timeout due to being at end of service (eos). As a result, the ICD was unable to deliver therapy. The device was replaced. No patient complications have been reported as a result of this event.